Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. The rep found during review of the logs that after pressing 3d on the pendant, the 2d hand switch button was pressed while attempting to do a 3d image acquisition by the user. There was no issue with the imaging system. The imaging system passed the system checkout and was found to be fully functional. Correction: new information was received through onsite testing which clarified the reported event as unlikely to cause serious harm. If this information was available during the initial review, the reported event would not have been considered a reportable malfunction.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was unable to perform 3d confirmation image acquisitions. It was reported that the system was able to perform the acquisitions at the beginning of the procedure and that the software would revert to 2d mode. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.